Event description:
It was reported that the pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer was using a tandem charging cable and was initially charging the pump with a wall outlet. Technical support instructed the customer to try a different wall outlet and to ensure the wall adapter was plugged into a working outlet for at least 30 consecutive minutes to see if the pump would begin charging. A follow-up was planned by technical support.